Event description:
Evolve lv xlv study. It was reported that a patient death occurred. On (B)(6) 2021, the subject presented to the hospital with myocardial infarction and the index procedure was performed on the same day. The 95% stenosed target lesion was located in the mid right coronary artery (rca), extending to the distal rca, and was 20mm long, with a reference vessel diameter of 5mm. The lesion was treated with predilatation and placement of a 4.50mm x 24mm study stent. Following post dilatation, residual stenosis was 0%. On (B)(6) 2021, the subject was discharged on dual antiplatelet therapy. On (B)(6) 2021, the subject passed away due to heart failure and in response to the event, no action was taken. It is unknown whether autopsy was performed or not. It was further reported that per death certificate, the immediate cause of death was acute hypoxic respiratory failure as a consequence of mitral valve stenosis. Other significant conditions contributed to death, but not resulted in the underlying causes are heart failure with presented ejection fraction (hfpef) and coronary artery disease (cad). In response to the event, no action was taken, and the subject passed away due to heart failure. Autopsy was not performed.

Manufacturer narrative:
A1 patient identifier: (B)(6).

Event description:
(B)(6) study. It was reported that a patient death occurred. On (B)(6) 2021, the subject presented to the hospital with myocardial infarction and the index procedure was performed on the same day. The 95% stenosed target lesion was located in the mid right coronary artery (rca), extending to the distal rca, and was 20mm long, with a reference vessel diameter of 5mm. The lesion was treated with predilatation and placement of a 4.50mm x 24mm study stent. Following post dilatation, residual stenosis was 0%. On (B)(6) 2021, the subject was discharged on dual antiplatelet therapy. On (B)(6) 2021, the subject passed away due to heart failure and in response to the event, no action was taken. It is unknown whether autopsy was performed or not.

Manufacturer narrative:
Patient identifier: (B)(6).